Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: baylis transseptal needle (model# unknown, lot# unknown), carto® 3 system (model# unknown, lot# unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, when the cavo-tricuspid isthmus (cti) line was started on the right side the physician stated that he felt the catheter pop and perforate the heart. Cardiac tamponade was confirmed on intracardiac echo. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. The patient stayed overnight for observation purposes. Patient¿s outcome is fully recovered. Patient¿s anatomy was cited as a factor that might have contributed to the adverse event, as the patient had a perhaps¿thin wall in that area. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no error messages observed on any biosense webster inc. (Bwi) equipment during the procedure. Transseptal puncture was performed with a baylis transseptal needle. The generator was in power control mode at 35 watts with a temperature cut-off at 40 degrees celsius. The power was not titrated during the ablation. The catheter irrigation was set at 15ml/min. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) above 350 seconds. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit (piu).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During a visual analysis on (B)(6) 2018, dark red / brown material at the tip was found. The presence of char is not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The investigational analysis completed on (B)(6) 2018. The device was visually inspected and dark red brown material was observed on the tip and the dome was found bent with no sharp edges. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the material observed on the tip could be related to the procedure. The root cause of the dome bent could be related to the handling of the device. Manufacture reference no: (B)(4).